Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at fifth inflation, it was noted that the balloon ruptured at 9atm within 5 seconds. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.